Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a cable sticking out at the distal end of the tenaculum forceps instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there was a frayed grip cable at the distal clevis of the instrument. The idler pulley spun freely and was not damaged. The cable strand was sticking out at the instrument's wrist. Other cables at the instrument's wrist were not damaged. Additional observations that were not initially reported by the customer were main tube damage. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the main tube. No other damage found. Evidence not conclusive, but damages to the main tube may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.